Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a problem with his insulin pump. Customer stated that the numbers scroll up without pressing any button and a button error alarm is displayed. Customer stated that the pump has become stuck and they cannot enter menus. After a couple of hours, the pump starts to work again. Customer was advised to revert to a back-up plan. A replacement pump will be sent to the customer and the other pump will be returned.